Manufacturer narrative:
The electrode lot number is fet36 with an expiration date of 26-sep-2026. The field service engineer (fse) found build-up on the sipper, vacuum nozzle, and dilution vessel. The fse cleaned the components, flushed the vacuum pathway, and performed a precision test successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode (na) results for 3 patient samples on a cobas pro ise analytical unit. The doctor questioned the initial results which prompted the customer to repeat the samples. Sample 1 had an initial na result of 152 mmol/l. The repeat result was 145 mmol/l. Sample 2 had an initial na result of 150 mmol/l. The repeat result was 141 mmol/l. Sample 3 had an initial na result of 150 mmol/l. The repeat result was 141 mmol/l. The repeat results were deemed correct.